Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Root cause for the reported event of peritonitis could not be determined because no device product failure was indicated, no sample was available for evaluation, and the devices used by the patient are unknown.

Event description:
Baxter contacted the peritoneal dialysis nurse (pdrn) regarding an unrelated alarm and customer report of peritonitis. The pdrn stated that the homepatient (hp) had not had a report of peritonitis since 2008. The pdrn did not know the pd effluent white cell count results, if cultures were obtained or if any results were reported. The pdrn stated that records were not available for the 2008 event at the late date of this report, nor were records of any treatment available.